Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire entanglement occurred. The 70% stenosed target lesion located in a large right coronary artery (rca). An opticross¿ imaging catheter was selected for use. During the procedure, it was reported that the opticross¿ imaging catheter became lodged on the non-bsc guidewire. The device was completely removed from the patient's body by pulling it out together with the guidewire. The procedure was successfully completed with no complications and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was received with a guidewire loaded and was able to unloaded it easy. There was damage observed on the guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire entanglement occurred. The 70% stenosed target lesion located in a large right coronary artery (rca). An opticross¿ imaging catheter was selected for use. During the procedure, it was reported that the opticross¿ imaging catheter became lodged on the non-bsc guidewire. The device was completely removed from the patient's body by pulling it out together with the guidewire. The procedure was successfully completed with no complications and the patient's status was fine.